Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The deployment issue and stent elongation were not confirmed as the stent was not returned and remains in the patient. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. It is likely that the distal sheath of the supera delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly preventing it from fully releasing. The elongation and tip detachment likely occurred due to retracting the delivery system with the partially deployed stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the superficial femoral artery. The vessel diameter was 5.5 mm. A 6f 45 cm sheath was placed and the lesion was prepped with laser atherectomy and balloon angioplasty. A 6.0 mm balloon was inflated to 8 atmospheres for one minute. A 5.5 x 150 mm supera self expanding stent system (sess) was advanced and the stent was attempted to be deployed. The deployment lock was unlocked and the thumb slide advanced to the most distal position on the handle. The sheath was adequate distance from the proximal end of the stent during deployment. On attempting to remove the sess under fluoroscopy, resistance was felt and the stent was noted to have not fully detached from the delivery system. The stent elongated greater than ten percent of the expected length prior to fully detaching and the nose cone of the sess separated. As the separated nose cone remained on the guide wire, the sess, guide wire, nose cone and sheath were all removed together as a single unit. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.